Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported that a dakota retrieval basket was about to be used during a retrograde intrarenal surgery (rirs) procedure. Reportedly, the basket was opened and closed for testing after the packaging was removed; however, the basket no longer closed due to wire damage. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Block h11: investigation results the returned dakota basket was analyzed, and the handle returned in good condition. A visual evaluation noted that the device returned with the grasper on its open position. Media analysis was performed on the video provided by the customer and showed that the device was repeatedly actioned, and the grasper did not close. Microscopic examination was performed under magnification, and it was noticed that the sheath was smashed at the distal section. Functional examination was performed, and the handle was actuated. The grasper was able to close, open and extend properly. With all the available information, boston scientific concludes that the reported event was not confirmed. Based on the investigation results, it was not possible to identify any evidence of the alleged issue on the device since the pull wire was in good condition. The observed findings of sheath damage could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use could lead to the observed damages. Taking all available information into consideration, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a dakota retrieval basket was about to be used during a retrograde intrarenal surgery (rirs) procedure. Reportedly, the basket was opened and closed for testing after the packaging was removed; however, the basket no longer closed due to wire damage. The procedure was completed with another of the same device with no patient complications.